Manufacturer narrative:
Submit date: 10/28/2016. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on 10/19/2016 that an issue occurred with a lite glove. The customer reports that the light glove has a tear out of the packaging along the handle. The customer noted a visible line in the plastic (like a mold) and if the handle is not already open out of the packaging, it will tear exactly along this "mold" when putting it over the light adapter.